Manufacturer narrative:
Additional narrative: patient initials not provided by reporter (B)(4). Devices remain implanted. Surgeon has opted to leave the device in place and closely monitor the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part number pdl-l-sp06s, lot 7812467 (sterile) was manufactured complete and released to warehouse on 17-feb-2015, with an expiration date of 30-nov-2019. Review of the DHR was completed and found no issues what would have had an impact on the associated complaint. Two pieces were scrapped due to visual defects; however, there is no relationship between the visual nonconformities that were identified prior to plasma coating and the complaint condition. (Non-sterile) no ncrs or issues were noted in the DHR and no issues were found during the DHR review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with prodisc-l at l4-l5 on (B)(6) 2015. Intraoperative final ap and lateral x-rays were taken at that time. During a routine follow up visit on (B)(6)2015, a second set of ap and lateral x-rays were taken. The follow up x-rays show the prodisc-l had migrated. The superior endplate appears to have settled up into the inferior bony endplate of the vertebral body of l4. The device appears to be stable but articulated laterally around its axis of rotation. The tantalum marker of the poly inlay was not visible on the follow up x-rays due to the skew of the x-ray. The tantalum marker was also not visible anywhere outside the disc space and is assumed to be hidden behind the endplate. Both metallic endplates appear to still be distracted apart, although the upper superior endplate has reached maximum lateral flexion in relation to the inferior endplate. The poly inlay appears to be in place. Flexion/extension films were not taken to detect device movement. Device appears to be stable, patient is asymptomatic and doing well. Surgeon has opted to leave the device in place and closely monitor the patient. Devices remain implanted. This is report 1 of 3 for (B)(4).